Event description:
Adverse event(s): "blurred vision at times, poor distance vision" (vision, impaired); "eyes felt dry" (dry eye(s)), "itchy" (itching). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer's husband reported that in 2007, his wife had bilateral intraocular lens (iol) implant surgeries; and that in the past six months, his wife has poor distance vision and has difficulty reading road signs without glasses. He reported that his wife was told by her surgeon she would never have to wear glasses again. He stated that her vision was "excellent" for the first few years. In a follow-up, medical records were received and it was noted that approximately three months after the surgery, the patient had "blurred vision at times and eyes felt dry and itchy". The patient was treated with medication. Medical records also indicated that the patient had a yag laser treatment on (B)(6) 2008. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2010 and 06/11/2010 by phone, fax, and mail. Medical records were received on 05/26/2010. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).